Manufacturer narrative:
The intraocular lens was received cut in 2 pieces and inspected for the reported complaint of a crack on the loop. Inspection of the returned device was performed under illuminated 10x magnification, the complaint was not confirmed, neither of the 2 haptics were cracked. A scratch and a clear dry substance were noted on the optic. This condition appears to be related to user handling and not to the initial complaint report. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens was not received by the manufacturer for analysis. Prior to release to the market the lens met all manufacturing specifications. The manufacturer was not able to definitively determine if the incision was enlarged to remove the implanted lens. All known information is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Not received by the manufacturer.

Event description:
The account reported the haptic on the intraocular lens appeared to be cracked after implant into the patient's eye. The lens was removed.